Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse drained the pads, there was approximately 20 cc of fluid on floor under the arctic sun device. The patient had been on post hypothermia with 24 hours of normothermia therapy left. Nurse stated that patient temperature was 35.9 c, water temperature was 8.9 c, four bars of fluid noted, and therapy not running at present. Mss walked nurse through event log, alarm 14 (patient temperature 1 probe out of range) and alert 105(cool patient end) was noted. Nurse stated earlier today they had changed the temperature source and verified with a secondary temperature source. Mss walked nurse through steps on how to drain 500 cc. Nurse stated that the therapy was resumed, patient temperature was 35.7 c, water temperature was 39.5 c and flow rate was 2.3 l/min. Nurse stated would call back if they receive any alerts or alarms. Per follow up information received via phone on 03march2022, mss helped the user to fix the issue and was determined to be user error overfill. A previous nurse thought that adding a bair hugger would help with the alarms, but it was determined to be a probe user error misconnection which explained the change in temperature source. Everything worked fine, and the patient was able to complete therapy with no further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse drained the pads, there was approximately 20 cc of fluid on floor under the arctic sun device. The patient had been on post hypothermia with 24 hours of normothermia therapy left. Nurse stated that patient temperature was 35.9 c, water temperature was 8.9 c, four bars of fluid noted, and therapy not running at present. Mss walked nurse through event log, alarm 14 (patient temperature 1 probe out of range) and alert 105(cool patient end) was noted. Nurse stated earlier today they had changed the temperature source and verified with a secondary temperature source. Mss walked nurse through steps on how to drain 500 cc. Nurse stated that the therapy was resumed, patient temperature was 35.7 c, water temperature was 39.5 c and flow rate was 2.3 l/min. Nurse stated would call back if they receive any alerts or alarms. Per follow up information received via phone on 03march2022, mss helped the user to fix the issue and was determined to be user error overfill. A previous nurse thought that adding a bair hugger would help with the alarms, but it was determined to be a probe user error misconnection which explained the change in temperature source. Everything worked fine, and the patient was able to complete therapy with no further issues.